Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of a dark image was confirmed, while the flickering image and error code e216 were not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken, and therefore the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had a flickering and dark image and displayed error e216. The issue was found during a diagnostic tepp procedure that was completed with an olympus back up device. There were no reports of patient harm.